Event description:
It was reported to tyco/kendall healthcare on 10/16/01 that a dialysis catheter was implanted without difficulty, but once implanted it would not flush. A second catheter was implanted without difficulty and to the physician's satisfaction. No harm to pt occurred.